Event description:
It was reported that the patient underwent pelvic surgery in 2005. During the procedure there was a right sided perforation of rectal serosa muscularis. Mucosa was intact. The area was oversewn and the patient was prescribed IV and antibiotics. The patient recovered with treatment.